Manufacturer narrative:
Submit date: 01/20/2017. Additional information that was received on 01/19/2017. It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. The catheter/blood leakage was found around (B)(6) 2016. The extension tube was replaced with an acute one. A small amount of bleed occurred. No patient harm or medical intervention.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. The catheter/blood leakage was found around (B)(6) 2016. The extension tube was replaced with an acute one. A small amount of bleed occurred. No patient harm or medical intervention.

Manufacturer narrative:
Submit date: 03/15/2017. This complaint was investigated. No discrepancies were found during the device history record (DHR) review. Based on cts information the actual device involved was a palindrome catheter, however the sample received at cms was a two mahurkar 13.5 cm catheters without two arterial and one venous adapter. The catheters came inside a generic plastic bag and did not present signs of use and one of catheters the adapters were detached from the extensions and the other catheter the red adapter was detached from the extension. The adapters were not presented in sample returned. Additionally the venous (blue) adapter of one of the catheters did not present any problem. Defect has not been confirmed. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. The evidence provided is not enough to relate this event to the manufacturing operations; the red adapter was not present in returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter overtightening). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.